Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer noticed insulin leaking from the seam below the cartridge patient line. The customer stated that the syringe needle when all the way in the septum when filling the cartridge. Customer's blood glucose level was 328 mg/dl. The customer administered a bolus and drank water. At the time of the report, the customer stated that they were fine. The customer was able to load a new cartridge successfully.